Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a loose isolation circuit card. "System failed to start" error displayed on the device during service. Isolation circuit card was mounted properly. Device was unable to be filled. Circulation pump and mixing pump were found to be defective. Missing screen protector. Device underwent a full pm. Circulation pump, mixing pump, heater, drain ports were replaced. Screen protector was replaced. After replacement device passed all final test procedures. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "warnings and cautions. Warnings: do not use the arctic sun¿ temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun¿ temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. When using the arctic sun¿ temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun¿ temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. The arctic sun¿ temperature management system is not intended for use in the operating room environment. Medivance supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyper-thermia. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only sterile water. The use of other fluids will damage the arctic sun¿ temperature management system. When moving the arctic sun¿ temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Manual control is not recommended for patient temperature management. The operator is advised to use the automatic therapy modes (e.g. Control, patient, cooling, rewarming) for automatic patient temperature monitoring and control. The arctic sun¿ temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun¿ temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun¿ temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arctic sun¿ temperature management system is for use only with the arcticgel¿ pads. The arcticgel¿ pads are only for use with the arctic sun¿ temperature management systems. The arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Do not allow circulating water to contaminate the sterile field when patient lines are disconnected." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the boot process a red screen appeared and error message "system failed to start" in an arctic sun device. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had filling issues and missing screen protector.